Event description:
It was reported that during a da vinci prostatectomy procedure, an unspecified black part of the monopolar curved scissors (mcs) instrument fell into the patient's abdomen. No further clinical information was provided about the incident. On (B)(4) 2014, intuitive surgical, inc. (Isi) contacted the initial reporter of this complaint and obtained the following information: the issue with the mcs instrument was related to the black band between the main tube and the orange portion. The initial reporter was unable to provide any additional information about the incident.

Manufacturer narrative:
Isi has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported failure mode. The instrument tube reinforcement ring was found to be broken. The tube reinforcement ring broke off the main tube of the instrument. Failure analysis concluded that the broken damage may be due to mishandling/misuse. The instruments and accessories user manual general precautions and warnings specifically states: -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. An additional observation not reported by the site was that the instrument main tube was cracked. The tube had a small fissure in the axial direction located directly below the tube reinforcement ring. The location of the fissure was in an area not protected by the tip cover. Isi has made several attempts to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2013 and no system errors were found to have occurred during the reported surgical procedure. This complaint is being reported due to the following conclusion: a piece of the mcs fell into the patient's abdomen however; it is unknown at this time if or how the fragment was retrieved.